Manufacturer narrative:
The customer is not having any further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of frequent probe sucking alarms on the cobas 6000 c (501) module occurring sporadically between (B)(6) 2017. The customer changed the sample probe but still gets intermittent alarms. The customer indicated they normally stop the run, unload all racks, manually clean the probe, perform a probe wash and restart the run. The customer provided results for 7 patient samples tested for either alb2 albumin gen.2 (alb2) or ckl creatine kinase (ckl) that required corrected reports. Based on the data provided, the results for 4 patients tested for alb2 and 1 patient tested for ckl were erroneous and had been reported outside of the laboratory. Patient 1 initial alb2 result was 2.63 g/dl. The repeat result was 4.35 g/dl. Patient 2 initial alb2 result was 2.63 g/dl. The repeat result was 3.39 g/dl. Patient 3 initial alb2 result was 2.03 g/dl. The repeat result was 4.57 g/dl. The initial results for patients 1-3 were released to the laboratory information system but were repeated and corrected prior to being reviewed by physicians. On (B)(6) 2017 patient 4 (female, 33 years) initial alb2 result was 2.7 g/dl. The repeat result was 4.41 g/dl. The corrected result was provided on (B)(6) 2017. On (B)(6) 2017 patient 5 (male, 1 year) initial ckl result was 78 u/l. The repeat result was 527 u/l. The corrected result was provided on (B)(6) 2017. No adverse event occurred. The alb2 reagent lot number was 16882101 with an expiration date of 10/31/2017. The ckl reagent lot number was 18290601 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site and identified a defective sample probe. The sample probe was replaced with a sample probe from a new lot. The fse ran a precision test and the customer ran quality controls (qc). All of the customer¿s qc results were acceptable. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.